Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. At the time of the event, the chronological data from the unit revealed that the activation was from the esu's second socket and the settings were endocut I, effect 1. There were no errors or equipment issue upon the review of the data. Most likely there were many factors involved in the incident. Therefore, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp). The esu was used with a papillotome from medwork. No information was provided in regards to any other accessory used or the settings of the esu. According to the medical facility, a perforation on the papilla vateri (during what the user says was "precutting") occurred intraoperatively as part of the ercp. Due to the perforation of the papilla, the patient was transferred to a university clinic for further interventional work. No details were specified as to the type of intervention performed or the condition of the patient.